Event description:
It was reported that a patient's cornea was harmed due to a rough/deformed cartridge tip. Antibiotics were administered and reportedly worked well for the patient. The surgery was completed successfully without any further complications.

Manufacturer narrative:
The cartridge was disposed of at the surgery site and not available for evaluation. A photograph of the cartridge was provided and showed a damaged cartridge tip. Prior to release to market the lens cartridge met all manufacturing specifications.all pertinent information available to abbott medical optics (amo) has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.

Manufacturer narrative:
The device was evaluated by the manufacturing site and revealed that the tip defect was confirmed but was related to improper handling during placement of the cartridge in the handpiece tool which may have caused the damage to the tip part. A functional test was performed and results were found within specifications. The manufacturing record review was performed and found that the cartridges were released within specification when this lot was completed. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report, another supplemental report will be submitted.